Event description:
It was reported that the battery gauge was intermittently fluctuating. The customer's blood glucose was 93 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.